Event description:
It was reported that during a laparoscopic rectal procedure, they closed the device, but when trying to open it to replace, they realized the staples were completely open and inside the rectum. They used a new like device to complete the case. Pt consequence is unknown.